Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was disposed of, therefore a return sample evaluation is unable to be performed. The patient died from complications of a respiratory septicemia and was found to have an intestinal obstruction of undetermined location. The cause of death was respiratory septicemia there was no device malfunction reported, due to the proximity to the placement of the drug delivery system, it is reported presumptively. The causality is to the respiratory septicemia; there is no link established between the device and the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2014 a patient from (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2016 for an unknown reason the tubing was changed. On (B)(6) 2017 the patient showed iporessia and dyspnea the patient was admitted to the hospital with septicemia, acute abdominal respiratory failure, intestinal obstruction, global worsening overall with iporessia and pulmonary dyspnea, (B)(6), and chronic lower spinal pain. The patient was treated with peperacillin 2 gx3 and abdominal decompression. The patient was in poor general conditions and showed an intestinal occlusion at an unknown location. On (B)(6) 2017 the causes of death were reported as septicemia, acute abdomen, respiratory failure, decreased appetite/iporessia and global worsening overall.